Event description:
The patient reported that she has nodules all around where the generator is implanted, and in her neck and that she would like to try and find a physician to explant her device. The patient also reported that the nodules are in her throat and have been causing her to choke. The patient indicated that she has been seen by physician for the nodules and no contributory factor has been identified. Additionally, the patient reported that she has not been seen by her vns physician in a long time and that she feels the device never did any good for her. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient wanted her device removed due to choking. Clinic notes were also received. Notes dated (B)(6) 2014 indicated that the patient requested removal of the vns device. The patient stated that the device did not help and had been off for quite some time. The patient has a chronic history of dysphagia and mild chronic hoarseness. An endoscopy procedure was performed, and findings showed normal results. Notes dated (B)(6) 2013 stated that the patient had dysphagia with her device removed. The patient had a goiter. A post-implant note dated (B)(6) 2006 indicated that the patient was seen one week post-vns implant with no history of hoarseness or dysphagia. The incision site was healing well. Solids and liquids. Symptoms did not include choking. A note dated (B)(6) 2013 indicated that the patient wanted the vns stimulator removed, and the device has been shut off for years. Follow up with the physician found that the patient was last seen on (B)(6) 2011, at which time her device was still on at a very low output current of 0.25 ma. He stated that following that, the patient discontinued being seen and to his knowledge, the device was still on. The physician stated that if the device was programmed off, it had not been performed by him and based on the vns settings being so low, it is possible she was weaned off the treatment. Vns explant surgery is likely, but has not occurred to date.

Manufacturer narrative:
Eval: analysis of programming history.

Event description:
The patient underwent explanted on (B)(6) 2014. The explanted devices are not expected for returned per hospital policy.